Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-11293. The patient has an scs system including two leads (from the same lot) for off-label use. It was reported, the patient has been experiencing discomfort/tightness at the ipg and lead site. It was also reported, the patient believes one of the leads is eroding/bulging through his skin. The patient will meet with his doctor for further investigation.